Event description:
It was reported via phone call, that the customer attempted to deliver 6 units of insulin however only 3 units were delivered. Customer's blood glucose level at the time 445mg/dl. Customer treated with two boluses totaling 9 units of insulin. Troubleshooting occured. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.